Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is hospital acquired as the patient was discharged the previous day. Coagulase negative staphylococcus accounts for nearly half of all gram-positive episodes of peritonitis and are primarily due to touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was initially reported that this female peritoneal dialysis (pd) patient was diagnosed with peritonitis and hospitalized on (B)(6) 2021 through (B)(6) 2021. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was confirmed that the patient presented to the pd clinic on (B)(6) 2021 (the day after the hospital discharge) with complaints of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species not provided) and the ceftazidime was discontinued. The patient continued with the vancomycin. The cause of the peritonitis is unknown. The patient did not require hospitalization for the peritonitis event. There was no reported cassette leak reported for the event or other issue with a fresenius product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The suspected cause of the peritonitis is hospital acquired as the patient was discharged the previous day. Coagulase negative staphylococcus accounts for nearly half of all gram-positive episodes of peritonitis and are primarily due to touch contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was initially reported that this female peritoneal dialysis (pd) patient was diagnosed with peritonitis and hospitalized on (B)(6) 2021 through (B)(6) 2021. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was confirmed that the patient presented to the pd clinic on (B)(6) 2021 (the day after the hospital discharge) with complaints of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative (B)(6) (species not provided) and the ceftazidime was discontinued. The patient continued with the vancomycin. The cause of the peritonitis is unknown. The patient did not require hospitalization for the peritonitis event. There was no reported cassette leak reported for the event or other issue with a fresenius product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was initially reported that this female peritoneal dialysis (pd) patient was diagnosed with peritonitis and hospitalized on (B)(6) 2021 through (B)(6) 2021. During follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was confirmed that the patient presented to the pd clinic on (B)(6) 2021 (the day after the hospital discharge) with complaints of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for coagulase negative staphylococcus (species not provided) and the ceftazidime was discontinued. The patient continued with the vancomycin. The cause of the peritonitis is unknown. The patient did not require hospitalization for the peritonitis event. There was no reported cassette leak reported for the event or other issue with a fresenius product.